Event description:
Ipg was explanted because it was no longer able to be charged. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt of the device the visual inspection did not reveal any peculiarities. The described device behavior was confirmed. The ipg could not be charged or powered up by placing a charger on the ipg header. The assessment of available data revealed that the ipg was successfully charged after implantation. The last successful charging cycle was documented on february 8, 2025. The resin surface of the ipg header was polished for further visual inspection of the assembly and the wiring inside the header. The visual inspection found a spot on the charging coil where the wire was broken. After opening the metal housing of the ipg and contacting the charging coil externally an open circuit was measured which is consistent with the observed broken wire in the coil. Review of the manufacturing records show a normal impedance measured during the acceptance tests of the coil impedance. Temperature dependent impedance testing was done and demonstrated that the open circuit of the coil was not detectable at room temperatures during manufacturing. It is reasonable to assume that the open circuit developed over time after implantation as a consequence of the broken wire of the coil. During further testing, the opened ipg was connected to a new charging coil. The ipg could be powered up and charged as expected. All therapy functionalities were available, and all parameters were within specification and as programmed. There was no indication of any further device problem. The failure of the coil was not detected by means of electrical testing and visual inspection during manufacturing. The root cause of the damaged wire could not be determined. Relevant staff were retrained, and the vendor of the component was informed. A review of biotronik's post-market surveillance system determined this event is the only occurrence of this type. In summary, the cause of the clinical observation was confirmed to be a component failure, specifically a broken wire which was not detected during manufacturing even with electrical testing and visual inspection. The origin of the component failure was not determinable. We apologize for any inconvenience that this very rare event might have caused.

Event description:
Ipg was explanted because it was no longer able to be charged. Should additional information be received, this file will be updated.